Manufacturer narrative:
Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a ¿serious adverse event or product problem.¿ details and outcome were unknown due to patient reporting 2 years post-operatively to other hospital. Additional information was requested but not yet received at the time of the report.